Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. During the procedure the anatomy and target point was confirmed using echocardiography. The perirectal adipose tissue from the seminal vesical was used as the target point, considering the thin layer of the denonvilliers' fascia, near the middle of the prostate for safety reasons. 8 ccs of hydrogel was injected before it was confirmed by echocardiography on sagittal view that small air bubbles had entered the bladder. After the procedure cystoscope was used to check inside of the bladder, 1 to 2 ccs of hydrogel were observed. It was unclear how the hydrogel entered into the bladder. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non-vascular.